Event description:
It was reported that the twist clamp of a transfer set was found to be defective after 8 weeks in use. During the follow up, it was clarified that it was hard to rotate the clamp so the patient used force and as a result the clamp broke. The patient didn't use any disinfectant. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual occurrence date of this event is unknown. As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.